Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation, the device was found in backup mode due to an event queue overflow related reset. The device was successfully restored.